Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level had been over 500mg/dl. The customer states they changed the infusion set. The customer treated with bolus. The customer had not filled the cannula yet. The customer declined to troubleshoot for the highs.